Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the patient had a blood glucose (bg) of 605mg/dl with polydipsia, polyuria, nausea, vomiting, confusion, symptoms of dehydration and large ketones. The patient was taken to the emergency room and treated with IV fluids and other treatment. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error.